Event description:
Blood glucose read 407 mg/dl at 10 am and when going to the emergency room (ER) at 11:00, they measured 167 mg/dl. It was reported customer was given an IV and antibiotics for conditions unrelated to diabetes however was not treated for blood glucose results. A request was made for the return of the suspect device and replacement product was sent.